Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the life stent xl vascular stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent a placement procedure of lifestent xl vascular stent for superficial femoral artery lesion through the access site of contralateral femoral vein. During the procedure there was a resistance at the opening at the proximal end on the stent. Another lifestent was used to complete the procedure.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the life stent xl vascular stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample is in used condition without stent that reportedly has been deployed inside patient. The pusher is distal to the stent sheath indicating complete deployment. The grip is disassembled, and upon investigation testing the deployment mechanism is heavy going which leads to confirmed result for difficult deployment. Images / dicoms demonstrating the stent self expansion were not provided which leads to inconclusive result for expansion issue. In this case the vessel was not tortuous but calcified, the lesion was pre dilated, and system compatible 6f introducer was used for access; during deployment, the system was gently held at the stability sheath, and kept stationary. Based on the investigation of the provided information, the investigation is closed as confirmed for difficult deployment and inconclusive for stent expansion issue. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use (IFU) describes holding and handling of the system throughout the procedure; in particular the IFU state: 'b) confirm that the introducer sheath is secure and will not move during deployment. (D) firmly hold the black system stability sheath throughout deployment. The IFU state: 'if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit.' Regarding accessories the IFU state: 'a) gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. B) insert a 0.035 inch (0.89 mm) diameter guidewire '. Regarding pta the IFU state: 'predilation of the lesion should be performed using standard techniques.', and 'post stent expansion with a pta catheter is recommended.' A stent size selection table is part of the IFU describing the relationship between stent diameter and vessel diameter. G3, h6 (patient, component, method, result) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a placement procedure of lifestent xl vascular stent for superficial femoral artery lesion through the access site of contralateral femoral vein. During the procedure, there was a resistance at the opening at the proximal end on the stent. Another lifestent was used to complete the procedure. There was reported patient injury.